Manufacturer narrative:
A field service engineer was dispatched to customer site. A preventative maintenance (pm1) was performed and the vacuum pump oil was replaced. Unit meets specifications and was returned to service. (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for exposure to toxic or corrosive material to be "low." The vacuum pump oil was not returned for further evaluation. The assignable cause of the odor/smells issue is the overdue preventative maintenance and vacuum pump oil. The field service engineer performed this service, replaced this part, and confirmed the sterrad® 100s was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.

Event description:
An international customer reported an event of an odor emitting from the sterrad® 100s sterilizer. There was no report of any human reaction. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
Ni